Event description:
The lead was returned to the manufacture, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: 5076-52 implantable pacing lead implanted: 2003-(B)(6); 694765 implantable tachy lead, implanted: 2003-(B)(6); d284trk implantable cardioverter defibrillator (ICD), implanted 2010-(B)(6), (B)(4).